Manufacturer narrative:
(B)(4). Upon conclusion of the product analysis laboratory evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported heart attack. Upon further review, the patient¿s last peritoneal dialysis (pd) therapy occurred five days prior to the patient¿s hospitalization for the event. It was reported that while in the hospital, the patient was not on a cycler and was on manual supplies only. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that at peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device experienced a heart attack. The pt was hospitalized for the event. The heart attack was reported as a ¿mild heart attack¿. Treatment and tests were not reported. Outcome from the heart attack was not reported. During hospitalization the pt received capd (continuous ambulatory pd). Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record was performed and no issues were found related to the reported problem. A review of the service history was performed which did not show a relationship or potential cause of this complaint related to repairs that have been made to the device. A review of the event history log was performed with no issues found that could be related to the reported event. There were no keystrokes, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was evaluated and met baxter specifications upon arrival, thus repair was not required. During visual inspection, no issues were found. The power on self-test was successfully performed. A one hour simulated therapy was successfully performed. Should additional relevant information become available, a follow-up will be submitted.